Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia, hypoglycemia, dizziness and tachycardia. Troubleshooting was partially done and the customer stated that the pump was not working well. The insulin pump was exposed to moisture. The customer was not using the insulin pump within the 48 hours, as the customer received a replacement pump. The customer experienced hyperglycemia and was treated with a manual injection. The customer experienced hypoglycemia due to over-delivery of insulin (22 units) and was treated with a glucagon table 16 carbs and prescribed medicine. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. During download history review, no relevant alarms were recorded in the download history files to confirm the reason code. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was found on electronic assembly, including motor force sensor flex connector gold traces. Isolate to electronic assembly. Additionally, the center keypad button was noted as occasionally unresponsive. Upon removing keypad overlay, flattened dome (creased) was noted on the center keypad button. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of possible over delivery are not confirmed. Unable to confirm customer alleged concern of low bgs. No relevant alarms noted in download history review. However, customer allegations of moisture damage were confirmed when moisture damage was noted on electronic assembly during deconstructive analysis. Additionally, allegations of cosmetic damage were confirmed when cracked keypad overlay was noted. Flattened dome (creased) was also noted when the center button had intermittent responses. Overall, due to moisture damage, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.